Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy and hot flashes. A pt reported they were not able to test. Their meter allegedly would not display a complete window. The result on their meter was missing segments. Customer has been using friend's meter. Treatment was glucophage pills, may have used more than needed..depending on reading 2 or 3 pills. Customer has been using expired strips 04/99. No further info has been reported.